Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, episodes of non-sustained rv oversensing was observed. Session records via merlin.net transmission was analyzed. Programming changes were made. Patient was stable prior, during and post event.